Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call indicating high blood glucose readings from the insulin pump. The customer's father stated that his daughter went to change her site and has been high all day. The customer stated that she has been in the 300-400 mg/dl. The father stated that his daughter rewound the pump and received a no delivery alarm. The customer declined to troubleshoot for high blood glucose readings.